Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall power adapter resulting in the pump shutting down. A new usb cable and wall adapter were sent to the customer to resolve the issue. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.